Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2500 mcg/ml for a total dose of 287.9 mcg/day and clonidine 500 mcg/ml for a total dose of 57.57 mcg/day via an implantable pump for spinal pain. It was reported the patient lost weight and became kyphotic. On (B)(6) 2018 the patient reported pain at the pump site. Examination on (B)(6) 2018 revealed the pump had migrated under the patient's ribs and was causing them pain; mostly when they bend over. As of (B)(6) 2018, redness was noted at the tip of the side port. On (B)(6) 2018 the patient discussed wanting to explant the pump so the decision was made to titrate down and she how they felt. Weaning was successful and the entire system was explanted/not replaced on (B)(6) 2018. The device disposition was returned to manufacturer. The outcome of the event resolved without sequelae (B)(6) 2018. The device diagnosis was pump migration and the clinical diagnosis was pain at the pump site. The event date was (B)(6) 2018. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.